Event description:
According to the reporter: needle tip broke; missing needle tip of 0.1cm failed to be recovered. Scrub nurse discovered when needle was returned from surgeon to her.

Manufacturer narrative:
(B)(4).